Event description:
It was reported that the ventilator displayed ui failure error when the unit was switched on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510(k).

Manufacturer narrative:
Additional information received indicates that the customer did not return the device, however they did submit a screenshot for review and the system error was observed. Technical support guided the customer through different troubleshooting steps, and the software was verified and confirmed to be up to date. The device was re-tested however, the issue persisted, and it was determined that the main electronics assembly was faulty. The customer confirmed with technical support that the device will not be repaired and that the device will be removed from clinical service.